Event description:
During the upper endoscopy procedure, a cook hercules 3 stage balloon was used. The device was introduced down the endoscope to the esophagus with some difficulty. When the user attempted to inflate the balloon with water, it would not inflate. There was no harm to the pt and another of the same device was used to proceed with the procedure. Our laboratory eval of the returned device confirmed a pinhole in the balloon material. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The balloon was inflated using a 60 cc syringe and an inflation handle. When the balloon is inflated with water, two small streams of water exit the balloon near the proximal end. The balloon will not hold pressure and cannot maintain inflation. No section of the balloon material is missing from the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report negative pressure was not applied to the balloon prior to advancement through the endoscope. The instructions for use state, "to facilitate passage through the endoscope, apply negative pressure to catheter." The instructions for use advise the user that negative pressure is needed to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A balloon material failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use state, "maintain balloon deflate deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically. Monitor endoscopically until the balloon is in the desired position within the stricture." The instructions for use contain the following warning: during dilation do not inflate beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon. To achieve increasingly larger balloon diameters, increase pressure as indicated on the catheter tag. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.